Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside of the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: stain on the inside of the wrapper. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions or storage conditions.

Event description:
It was reported that there was foreign material inside of the sterile packaging.